Event description:
It was reported to philips that when a shock was delivered on the device, the energy value was low. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy pca, processor pca, and deteriorated capacitor assembly. The parts were requested to be ordered for replacement to resolve the noted issue. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca, processor pca, and capacitor assembly. The defective parts were confirmed shipped and delivered for replacement to resolve the noted issue, and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that when a shock was delivered on the device, the energy value was low. There was no patient involvement.